Manufacturer narrative:
Product analysis (B)(4) brief description of complaint: about 10 minutes into an adenoidectomy surgery, the tip of the blade broke. There were no fragments left in the patient¿s body. This was the initial use of the blade. The doctor used another new blade to complete the surgery. There was a surgical delay of about 10 minutes. Investigation conclusion: the reported issue was confirmed. The plastic housing exhibits minor melting, but there is less than 33% of the wire square exposed and meltback is not stringy or wispy in appearance, which still meets the acceptable damage requirements. However, the electrode wire is no longer intact. The electrode wire is fractured, with a small segment unaccounted for. However, the majority of the wire remains attached to the plastic housing. The wire has minimal support from the housing with deformation in the ventral to dorsal direction during application. The electrode break and minimal support from the housing fails to meet the acceptable damage requirements. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported the wire on the plasmablade device tip fractured and detached. Nothing fell into the patient and there was no adverse effect reported.